Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service center with a report from the customer contact of motor overshoot. This does not indicate a reportable malfunction. However, during verification testing at the service center a s321 (motor error-pmc left) occurred.